Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the receiver did not produce audio output on (B)(6) 2016. The patient's father indicated that medical intervention was required but did not provide any details. Additionally, the patient's father tested the receiver and it did not beep. No further event or patient information is available. The patient was using an adult receiver. The dexcom g4 platinum continuous glucose monitoring system receiver with share guide states: the dexcom g4 platinum continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons (age 18 and older) with diabetes.